Event description:
A trial patient reported that her diarrhea had subsided and she felt better. The patient reported she felt she may be retaining urine, and not emptying her bladder as she had few voids. It was unknown if the issue was resolved at the time of the report. It was noted the patient began the trial on (B)(6). There were no further complications that have been reported as a result of this event. The indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.